Event description:
On sept. 16, 2008, boston scientific corp. Received additional info regarding an esophageal dilatation procedure, performed in 2008. New info, provided by the complainant, revealed that a rupture of the pt's esophagus was discovered after dilation. The dilatation procedure, using a rigiflex achalasia balloon dilator device, was not completed due to this event. The perforated esophagus was treated utilizing a metal stent (unk product/MFR). The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. According to the complainant, the suspect device is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. Two MDR reports pertaining to this event have been filed based on info, which was initially reported; refer to associated MFR reports: 3005099803-2008-00172 & 3005099803-2008-00171 for details regarding the other reported malfunctions.